Event description:
Boston scientific crm received information via latitude red alert that this cardiac resynchronization therapy defibrillator (crt-d) displayed low shock impedance measurement a few months ago. Since the out of range measurement, shock impedance measurements have been within normal limits between 38 and 45 ohms. The presenting electrogram (egm) from the latest send did not have noise on the shock channel. Technical services (ts) discussed that the shock impedance measurements have been within normal limits since the out of range measurement, it would be up to the physician on how to proceed. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.